Event description:
Stryker biotech rec'd a report of a pt who experienced heterotopic bone formation after receiving op-1 implant to repair an intertrochanteric hip fracture. The surgeon reported that the mass was approximately the size of a fist and necessitated surgical removal. No additional info was rec'd. Additional info has been requested.